Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The customer is not following manufacturer recommendation for pre-analytical sample handling, therefore improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation identified an opportunity to optimize performance of the vitros 5600 instrument, and service actions were taken. However, since an acceptable pre-service tropi es precision test was not performed, it is unknown if the service actions performed by the fe mitigated any instrument issue that may have contributed to the event. Based on historical quality control data, it is unlikely a vitros tropi es reagent issue contributed to the event; however, a reagent related issue cannot be entirely ruled out.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 0.139 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported from the laboratory and a corrected report was later issued. There was no allegation of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).